Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a flickering screen during inspection for use involving an olympus video system center. The customer suspected that the cause of the flickering screen was due to console camera input interface had poor contact. There was no patient involvement reported.